Manufacturer narrative:
This rv lead is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a rise in pacing threshold measurements. Surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the complete lead was observed to have been returned. Visual inspection of the lead noted a cut in the insulation approximately 21 centimeters from the terminal pin which was thought to have been induced during the explant procedure. The lead passed a resistance test which confirmed the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities or identify any lead characteristics that would have caused or contributed to the reported clinical observation of high threshold measurements.